Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple l-band channels on the 6th floor.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying intermittent signal loss with multiple l-band channels (telemetry transmitters) on the 6th floor. This would happen for only a couple of seconds before monitoring resumed as intended. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests that the root cause is determined to be radio wave interference. The customer acknowledged installation of a new telemetry system. A review of the serial number history finds no recurrence of the reported issue.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple l-band channels on the 6th floor. This would happen only for a couple of seconds before the monitoring would resume as intended. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is displaying intermittent signal loss for multiple l-band channels on the 6th floor.